Event description:
On 16jun2023, the customer had concerns for the patient's increasing lactate dehydrogenase levels.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported cannula mal-positioning could not be confirmed as no images were provided for review. Additionally, although the evaluation of the submitted log files did not confirm the reported low flow alarms, the alarms were confirmed through the onsite evaluation by an abbott representative. A specific cause for these alarms could not be conclusively determined. Furthermore, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported elevated lactate dehydrogenase (ldh) could not be conclusively established. Multiple attempts were made to obtain additional information from the customer regarding the reported events; however, no further information was provided. The controller event log file contained events from (B)(6)2023 through (B)(6)2023. No notable events or alarms were observed, and the pump appeared to function as intended throughout the duration of the log file. The patient remains ongoing on hm3 lvas, serial number (B)(6). The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Following software upgrades, the hm3 lvas pocket guides to alarms for patients, rev. A, and clinicians, rev. A, explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. Section 5 "surgical procedures" explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. He relevant sections of the device history records for (b)(were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had numerous low flow alarms. These were determined to have no hemodynamic significance as the patient has a history of cannula mal-positioning. The patient's backup controller had a low flow software update.